Event description:
It has been reported that disassociation of the catheter extension. The catheter was removed and a 20 gauge catheter es-04150/lot (B)(4) was successful used. The rupture appears to have occurred at the junction just above the wing area. They do not know if this caused a delay in treatment, no pt death, and no pt complications were reported. The pt outcome was fine. On (B)(6) 2012 - f/u info states the extension line came out of the juncture hub.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.